Event description:
It was reported that the silicone temperature sensing foley catheter were occluding with urine sediment on patients who had no urinary tract infection (uti) or any urology issues. They had two open heart patients over the last two weeks had sediment developed (doe (B)(6) 2024), (doe unk). They both had to be removed and one of them deteriorated with part of the temperature wire becoming exposed. The sediment was a build-up crust of yellow orange color the length of the foley tube. Supply chain staff members at their facility were notified. Bard representative was contacted and agreed to work with their infection prevention nurse to investigate possible cause as well as discussed with staff that they should not use saline to irrigate. They found an alternative product. Since this happened to more than one patient, there were no specific details to share about the individual patients who experienced this outcome. No one was harmed. Per follow up via email on 28jun2024, it was reported that the customer had attached the photos taken at the time of the two events happened in november and december event. No device or supply lot numbers or identifiers were available because the wrapping was no longer available due to the length of time between insertion and the problem occurring. Since there was no patient injury, the foley catheters were not preserved by staff for either of the events. They had not received any other reports of issues with the temperature sensing foley devices since these two in (B)(6) 2023. They had no information about infection prevention or supply chain investigations or findings.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A potential root cause for this type of failure could be ¿inadequate system design (not designed for intended use, expected service life or operating conditions or transport and storage conditions)". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone temperature sensing foley catheter were occluding with urine sediment on patients who had no urinary tract infection (uti) or any urology issues. They had two open heart patients over the last two weeks had sediment developed ((B)(6) 2024) (doe unk). They both had to be removed and one of them deteriorated with part of the temperature wire becoming exposed. The sediment was a build-up crust of yellow orange color the length of the foley tube. Supply chain staff members at their facility were notified. Bard representative was contacted and agreed to work with their infection prevention nurse to investigate possible cause as well as discussed with staff that they should not use saline to irrigate. They found an alternative product. Since this happened to more than one patient, there were no specific details to share about the individual patients who experienced this outcome. No one was harmed. Per follow up via email on 28jun2024, it was reported that the customer had attached the photos taken at the time of the two events happened in (B)(6) 2023 event. No device/supply lot numbers or identifiers were available because the wrapping was no longer available due to the length of time between insertion and the problem occurring. Since there was no patient injury, the foley catheters were not preserved by staff for either of the events. They had not received any other reports of issues with the temperature sensing foley devices since these two in (B)(6) 2023. They had no information about infection prevention or supply chain investigations or findings.